Event description:
On (B)(6) 2013, customer claims she scraped herself on the metal prong on the toothbrush and it almost poked her in the eye.

Manufacturer narrative:
On (B)(6) 2013, consumer states that they purchased the unit about a month ago. On (B)(6)2 013, she was brushing her teeth and the entire brush head popped off. In the commotion the metal stem of the unit scratched the side of her face on her cheek area breaking the skin, but did not bleed. Requested that the unit be returned for eval.